Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. No pump error during testing. No under-delivery anomaly noted. Successfully downloaded history files and traces using thump and carelink. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. For low bg complaints on related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 27-feb-2025. Listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(6)) event date of 15-feb-2025, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 19:39:41.000 and 19:49:00.000, on (B)(6) 2025 at 14:26:41.000, 14:31:33.000 during bolus and basal deliveries. In further review of the formatted history file 1 week/2 days prior to the (related svn#: 000319248569) event date of 27-feb-2025, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 19:51:19.000, (B)(6) 2025 at 11:35:49.000, (B)(6) 2025 from 15:33:07.000 until 15:58:00.000, (B)(6) 2025 at 06:22:55.000 and 23:58:00.000, (B)(6) 2025 at 00:08:00.000 and 15:13:37.000 during bolus and basal deliveries. No insulin flow blocked/no delivery alarm during testing. The pump was received without a battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked select keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for pump error and under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's experience of elevated ketones and hyperglycemia was treated with an IV insulin drip and emergency medical services. The symptoms the customer reported at the time of the hospitalization event were feeling sick and tired. The customer received an unspecified alarm. The customer stated that the pump showed an empty reservoir and was not getting any insulin was led to the high blood glucose event. The event involved product(s) mmt-7040a, mmt-1884, unomedical, mmt-332a. Troubleshooting was performed for the high blood glucose and the customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for the priming process and the customer completed the rewind and load reservoir process successfully. Troubleshooting was performed for the pump error alarms and the serialized device will be replaced. No further patient complications were reported. No product return is required for mmt-7040a. The customer using the insulin pump system within 48 hours of reporting a high blood glucose event. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.